Manufacturer narrative:
After battery installation, the pump gave an unexpected blank / white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. The pump was unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The pump was received with minor scratched lcd window and case.

Event description:
The customer's mother reported via phone call of a blank display and audio beep anomaly from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the screen is white with a constant tone. The customer stated that the pump has not been dropped or bumped. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was unable to troubleshoot due to screen malfunction.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.